Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. It was reported that this occurred with five different infusion sets. No adverse event was reported. The insertion device was requested to be returned for product evaluation.